Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 306-307 (17.0). At the time of the report with tandem technical support, the customer had already changed the cartridge and infusion set to address the occlusion, therefore, no troubleshooting could be performed to determine a root cause.